Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of half of the screen was blank. The unit was triaged and the reported issue was confirmed. The potential root causes are excessive damage due to customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/1/2017.

Event description:
The customer states the hinge pin is damaged. Upon triage on (B)(6) 2017 service found only half of the screen was visible. The other half was blank.